Manufacturer narrative:
Concomitant product: product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
A patient indicated for gastrointestinal/pelvic floor reported they were having trouble with the device and started leaking again. The patient "all of a sudden" noticed they were leaking again the night of (B)(6) 2015. A loss of therapy was noted. The patient was not feeling stimulation, although the device was on. At the time of the call, the patient was not able to communicate using the programmer. There was "poor communication" with the programmer and it was noted there were still bandages over the implant site. The patient was later able to communicate and increase stimulation on program 1 from 0.75v to 0.9v. The patient had an appointment with their doctor scheduled for (B)(6) 2015. Further follow up is being conducted to obtain the resolution of event. A follow up report will be sent if additional information is received.